Event description:
The surgeon was performing a hip procedure on (B)(6) 2011 with the assistance of the robotic arm interactive orthopedic system (rio). During impaction of the acetabular cup, the pelvic array shifted. The surgeon decided the proper course of action was to complete impaction manually.

Manufacturer narrative:
As part of normal complaint follow-up an investigation was performed at mako surgical with regards to this event. The surgeon hypothesized that his use of a medializer and failure to tighten the array clamp completely may have led to the shift. Warnings in the user guide emphasize the importance of tightening the array clamp assembly. Proper assembly and placement per the guide should be sufficient to prevent an intraoperative array shift.